Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a failure to convert vf. The episode returned to sinus spontaneously. The physician elected to make any programming changes for the moment. The patient's condition is fine after the event.